Event description:
Related manufacturer reference number: 2017865-2022-04288. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that there was elevated capture threshold and high pacing lead impedance on the right ventricular (rv) lead. Chest x ray revealed that the pacemaker had migrated and the rv lead was dislodged. The physician suggested that this might be because of twiddler's syndrome. The pacemaker was repositioned and the rv lead explanted and replaced on (B)(6) 2022. The patient was in stable condition.